Event description:
Event description guidant received information that this flextend lead was exhibiting loss of ventricular capture. The lead was removed from service and surgically abandoned. An additional lead was implanted without further incident.